Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no information from pn nor batch number, so no possibility for investigation. In this case there is gap between the impossible analysis and sign analysis code. Investigation is impossible in case of missing pn and batch number so investigation task could not be completed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the unspecified bd ultrasafe¿ syringe was not attached inside the plastic holder before use. The following information was provided by the initial reporter: "the glass syringe is not attached to the inside of the plastic holder. The syringe is not inside the bevel like its supposed to be."